Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had critical pump error. Customer's blood glucose value was 152 mg/dl at the time of the incident. The customer was stated that this started last night and he removed the battery, today when he woke up, he inserted another battery and the same thing happened, displayed critical pump error on the screen. Adv the pump will need to be replaced. Adv to discontinue use of the pump and recommended customer refer to back up plan per hcp instructions. Customer will return device for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection.